Manufacturer narrative:
This is the second of 2 reports. Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot located at the left middle cerebral artery (mca) m2-m3 segment, there was some ¿traction¿ when withdrawing the stent retrievers (including two stryker devices and one non-stryker device) across the middle cerebral artery (mca) bifurcation. The patient suffered a temporal-parietal infarct due to a small subarachnoid hemorrhage (sha) in the sylvian fissure. According to the physician, the adverse events were related to the retrievers but the physician could not differentiate between the subject device(s) and the non-stryker device.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed and the exact cause for the difficulties during removal of the retriever cannot be determined. However, stroke and hemorrhage are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to these patient adverse events.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot located at the left middle cerebral artery (mca) m2-m3 segment, there was some ¿traction¿ when withdrawing the stent retrievers (including two stryker devices and one non-stryker device) across the middle cerebral artery (mca) bifurcation. The patient suffered a temporal-parietal infarct due to a small subarachnoid hemorrhage (sha) in the sylvian fissure. According to the physician, the adverse events were related to the retrievers but the physician could not differentiate between the subject device(s) and the non-stryker device.